Event description:
Procedure type: colon resection. According to the reporter: other than having difficulty to insert the device due to the length of the distal side colon, the anastomosis was completed normally. No abnormalities were noted during firing of the device operatively and donuts were fine. Tissue condition was normal and surgeon tested anastomosis for leaks with air. However, after surgery, a bowel leakage was found. It is reported that no re-operation was performed, and that the pt is conservatively under observation. No pt details were disclosed.